Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged or used the ipg for approximately four months. As such, the ipg was inoperable. Surgical intervention is planned to address the issue.